Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and insulin injections were administered to address bg. The customer alleged that the pump was not delivery enough insulin after a bolus. At the time of the report, the customer declined tandem technical support's offer to troubleshoot. Upon follow-up, bg decreased to the 300 mg/dl range. Customer resumed pump therapy.